Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had air bubbles in the reservoir. Customer stated that the insulin is stored at room temperature. Customer stated there were several days where they need to deliver insulin into the air until the air bubbles are no longer visible. Customer was not able to continue troubleshooting because they are at school. Customer will call back later to perform the high pressure test and check for leaks. Customer's father call back and the pump passed the high pressure test. Customer had a leak in the reservoir and the leak was past the 2nd o-ring. Customer agreed to have the reservoir replaced.